Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: kinetix, fielder fc; guide cath: sheathless 7.5fr al1.0. Evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers. There were flared struts on the proximal end of the stent implant, confirming the reported damage. There were two bends in the hypotube shaft. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. The stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulty. Using a new 6fr guiding catheter, an attempt was made to advance the sds through the luer of the new guiding catheter; however the sds would not advance due to the flared stent struts. In this case, there was no damage noted to the stent prior to use and there was no reported resistance advancing the sds through the guiding catheter which suggests a product deficiency did not contribute to the reported difficulty. It is likely that the stent was damaged during the procedure in the mildly calcified lesion as damage to the proximal end of the stent is most consistent with that which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve (rhv) during retraction of the device which would have contributed to the noted resistance. It was reported the sds was attempted to be implanted in an 80 mm lesion. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: safety and effectiveness of the stent have not been established for subject populations with lesion lengths greater than 28 mm. Use of more than two stents to treat lesions longer than 28 mm has not been evaluated and may increase patient complication risks. Studies evaluating the effects of higher drug doses have not been conducted. However, it does not appear that the attempted usage of the device in a longer length lesion contributed to the reported difficulty. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected online for stent damage.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, concentric, 90% stenosed, de novo anterior descending artery to the proximal right coronary artery, predilatation was performed with a non-abbott balloon catheter and a 2.25 mm x 15 mm trek balloon catheter. Stents were deployed in the anterior descending artery using a 3.5 mm x 28 mm promus, 3.5 mm x 15 promus, 3.5 mm x 23 mm xience v, then a 3.5 mm x 23 mm xience v stent delivery system (sds) was delivered toward the proximal rca; however, before stent deployment the guiding catheter and guide wire slipped out of position in the coronary vessel. Resistance was met during removal of the 3.5 mm x 23 mm xience v (sds) from the guiding catheter and after removal the proximal stent struts were found to be flared. There was no reported resistance during delivery of the first 3 stents. A 3.5 mm x 23 mm xience v stent was deployed in the proximal rca to complete the procedure. There was no reported adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.